Event description:
It was reported that in a clinical trial, a procedure was performed in the left carotid-ophthalmic artery for recanalization of a previously ruptured brain aneurysm. During the procedure, the subject flow diverter was released spontaneously into the microcatheter during the re-sheathing maneuvers at the level of the carotid siphon. This caused a 20 minute procedure delay to replace with another device. Second flow diverter was used to complete the procedure successfully. No other information is available.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the patient was being treated for recanalization of a previously ruptured brain aneurysm, the subject flow diverter spontaneously released in the microcatheter during resheathing maneuvers at the level of the carotid siphon, and the stroke was not related to the subject device. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Manufacturer narrative:
1 of 2 reports. Device is not available to manufacturer.

Event description:
It was reported that in a clinical trial, a procedure was performed in the left carotid-ophthalmic artery for recanalization of a previously ruptured brain aneurysm. During the procedure, the subject flow diverter was released spontaneously into the microcatheter during the re-sheathing maneuvers at the level of the carotid siphon. This caused a 20 minute procedure delay to replace with another device. Second flow diverter was used to complete the procedure successfully. No other information is available.